Manufacturer narrative:
The unit was received with missing segments due to cracked/bleeding lcd glass. The following physical damage was also noted: minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that there is display damage to the insulin pump; the right side of the display would not appear normally. The numbers were not visible and there was a line on the display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the insulin pump. The customer did not recall any significant events leading to the display damage. The display was not cracked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.